Event description:
In this event, is was reported that the axis was "blurred" on an sp drill during an implant site preparation procedure. It was not clear what is meant by "blurred" axis, although it is known that the surgical treatment was not completed as intended and was delayed.

Manufacturer narrative:
Therefore, since treatment was not completed successfully, this event is reportable per 21 cfr part 803. The device was evaluated and found to be within specification.